Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50 (B)(4) model description: st linear lead, 50cm with pre-loaded 0.014 inches stylet the explanted devices were not returned to bsn because they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to methicillin-resistant staphylococcus aureus infection. The symptoms of infection were nausea, vomiting and fever. The physician is unsure if the infection was device or procedure related. The patient was prescribed antibiotics and reportedly doing fine.

Event description:
A report was received that the patient was explanted due to (B)(6) infection. The symptoms of infection were nausea, vomiting and fever. The physician is unsure if the infection was device or procedure related. The patient was prescribed antibiotics and reportedly doing fine.